Manufacturer narrative:
On 14 june 2016 the r&d project manager performed a preliminary investigation and commented as follows: as reported into the event description, the amis boot did not fit properly with the patient's foot. Reportedly, the patient was obese and the surgeon did not use the boot after attempts in order to complete the surgery. This is the first case reported and the occurrence rate is very low considering that more than 200'000 amis surgeries were done. The amis boot was developed as universal size and it is at the discretion of the surgeon to chose the correct approach to be used, based on the patient to be operated. The event is unlikely device related.

Event description:
During an amis hip case the boot from the leg positioner would not stay on the foot of the patient. It was noted that the patient was obese and could not flex the foot far enough to get all the way down. The surgical nurse wrapped the foot initially prior to surgery then had to re-wrap the foot twice during surgery. This delayed the surgery 20-30 minutes. The surgeon decided not to use the boot to complete the surgery. The patient had some bruising around the ankle and calf which is suspected to be from the extra handling of the foot. The surgery was completed successfully.